Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that acetic acid used in the reprocessor had been used for more than thirty days. This issue was identified reprocessing. There were no reports of patient harm associated with the event.